Event description:
It was reported that during a low anterior resection procedure, the device was placed around the bowel and fired resulting in an incomplete staple line. No patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4) 2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The cartridge was received fully fired, with the washer cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have four staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.